Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer reported switching to the abbott diabetes care (adc) device in august 2024. Since this time, the customer reported the sensors have repeatedly failed, not lasting the full 14-days, failing anywhere from 3-days up to 10-days of wear. The customer further stated they have sent back all sensors to the manufacturer for evaluation. Adc customer service successfully reached the customer's caregiver who indicated multiple sensors have been replaced in the past six months and recommended abbott review quality control. Adc customer service recommended the customer to consult with their healthcare professional (hcp) for alternative methods for monitoring their glucose levels if the issue persists. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Please disregard all previous reports submitted under this MFR report # as they were submitted in error.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. The available tracking and trending reports were conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer reported switching to the abbott diabetes care (adc) device in (B)(6) 2024. Since this time, the customer reported the sensors have repeatedly failed, not lasting the full 14-days, failing anywhere from 3-days up to 10-days of wear. The customer further stated they have sent back all sensors to the manufacturer for evaluation. Adc customer service successfully reached the customer's caregiver who indicated multiple sensors have been replaced in the past six months and recommended abbott review quality control. Adc customer service recommended the customer to consult with their healthcare professional (hcp) for alternative methods for monitoring their glucose levels if the issue persists. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer reported switching to the abbott diabetes care (adc) device in (B)(6) 2024. Since this time, the customer reported the sensors have repeatedly failed, not lasting the full 14-days, failing anywhere from 3-days up to 10-days of wear. The customer further stated they have sent back all sensors to the manufacturer for evaluation. Adc customer service successfully reached the customer's caregiver who indicated multiple sensors have been replaced in the past six months and recommended abbott review quality control. Adc customer service recommended the customer to consult with their healthcare professional (hcp) for alternative methods for monitoring their glucose levels if the issue persists. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The customer indicated the product has been returned; however, no product has been received at this time. An investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The date in section b3 is the date abbott diabetes care (adc) became aware of the event. The device mfg date is unknown. The date in section h4 is the date abbott diabetes care (adc) became aware of the event. This is a 3 of 3 MDR submission. All pertinent information available to abbott diabetes care has been submitted.